Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 18-jul-2023. Investigation summary: bd had received 1 sample and 4 photos were provided for investigation. Evaluation of both indicated the cap with the missing stopper. Additionally,100 retained samples were visually inspected, and no missing stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the photos and sample provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode stopper missing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2eplus blood collection tubes that there was missing component of product. The following information was provided by the initial reporter: the customer reported that no stopper on the tube. No stopper was found prior to use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2eplus blood collection tubes that there was missing component of product. The following information was provided by the initial reporter: the customer reported that no stopper on the tube. No stopper was found prior to use.